Event description:
It was reported that pump experienced malfunction alarm with no notable events occurred before issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection using multiple daily injections and did not require assistance from any third parties. Technical support assisted customer in resetting pump, but malfunction recurred. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.